Event description:
It was reported that prior to the procedure the implantable cardioverter defibrillator (ICD)&#265;d not have wireless telemetry. The ICD was not used. There was no patient involvement.

Manufacturer narrative:
The device was returned and analyzed. The returned device indicated an electrical discontinuity/open in an integrated circuit. Hybrid analysis confirmed the reported telemetry-c failure condition at the device and hybrid levels. Additional analysis found that the failure was isolated to the radio frequency module. The analysis failure signature is consistent with the cause being the consumption of the nickel/vanadium under bump metallization in the radio frequency module solder bump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon secondary review it was determined that at the time of the event, an alternative route of telemetry was active and functional suggesting that communication with the device was still possible and the device was still able to perform its essential function.